Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device, using the preclose technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break was noted when the needle plunger was removed on the proglide device. An attempt was made with a second proglide device; however, a link break was noticed after removing the needle plunger. Two new proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 22f and the taa was completed. Hemostasis was achieved with the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.